Manufacturer narrative:
Omsc evaluated the subject device and found as follows; the probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad was worn. The tissue pad was broken off. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). It was also known that the non-insulated area of the grasping section and the probe came into contact since the tissue pad was damaged, consequently the tissue pad was partially separated, and besides the tissue pad was broken off when the tissue pad was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy (tlh), the subject device was used. In the procedure, the tissue pad of the device was broke off and fell into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on nov. 30, 2018, and found that the coating of the probe was partially missing in addition to the breakage of the tissue pad. This is the report regarding the breakage of the tissue pad and the missing of the probe coating.